Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The customer provided the following responses to the foreign material questionnaire: the device was cleaned, disinfected and sterilized before sending to olympus for repair. There were no abnormalities in the accessories used for reprocessing. All other questions regarding the event were unknown. The device was returned to olympus for inspection, the customer's complaint was not confirmed. Based on the results of the investigation, the scope error resulting in no image likely occurred due to image sensor unit failure caused by an electronic component problem inside the video connector or the system. The damage was likely cause by fluid invasion. With regards to the foreign material, it is likely the material was silicic acid derived from drugs however it could not be confirmed as chemical composition testing was not performed. The root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: ¦precaution: caution for clv-290/cv-1500 turn the video system center on only when the endoscope connector is connected to the light source/video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning for cv-1500 connected/for clv-290 connected follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli, nbi, and rdi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide.¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ in addition, the following non-reportable malfunctions were found during the device evaluation: due to a pinhole on the channel tube, water tightness was lost. The scope connector was dirty due to water leakage. The light guide (lg) bundle was slipping down. The connecting tube did not rotate smoothly due to damage on the insertion tube rotation ring. The play of the angulation lever and bending angle in the up direction were out of standard value due to wear on the angle wire. The angulation lever did not move smoothly due to damage. The bending angle in the up direction exceeds standard due to dent on the bending tube. The control unit and scope connector cover were dirty due to leakage. The universal cord was dented. Additionally there were multiple sticky and scratched components. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope switches had malfunctioned. During the device evaluation, the following reportable malfunctions were found: 1) scope e237 resulting in no image was observed and 2) foreign material or residual fluid came out of the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.